Manufacturer narrative:
A ge service rep performed an on site investigation and the interconnect cable, the lemo receptacle and the high voltage cable assembly were replaced. The high voltage wells and the candlesticks were cleaned and regreased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's c-arm displayed a blank screen during fluoroscopy. No pt injury was reported.